Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to report back if any issues reappeared.